Event description:
It was reported that the customer had a scratch on his insulin pump. The customer's blood glucose was 108 mg/dl. It was stated that the scratch went down the middle of the screen to the corners of the screen. It was stated that after he showered, he saw that there was a scratch. It was further stated that the customer's insulin pump was hard to read. Advised customer to monitor the insulin pump. A replacement insulin pump was declined. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.